Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) reached 550 mg/dl at the highest with small ketones. Reportedly, bg was addressed with a bolus via the pump, the pump supplies were changed to address the issue, and insulin delivery was resumed.